Manufacturer narrative:
E1: reporter email not available related MFR # 2916596-2022-13157. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for bacterial driveline infection on (B)(6) 2023. The cause of the infection was thought to be complexities of medical management. The patient was treated with incisional drainage, vacuum-assisted closure (vac) and drug therapy. As of (B)(6) 2023, the patient was reported to still be in the hospital.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized from (B)(6) 2023 to (B)(6) 2023 due to a major infection. This was an out of hospital event. The site of infection was related to the pump driveline, and it was a bacterial infection. A mediastinal seroma drainage was performed, and the patient was treated with drug therapy. It was stated that the cause of the infection was due to the complexity of medical management. There was a clear causal relationship with the device, as there was an apparent driveline infection. It was additionally communicated on (B)(6) 2024 that meticillin-sensitive staphylococcus aureus (mssa) was detected in the culture examination of the wound. The patient repeated skin-penetrating infections, and the date of onset could not be determined. The patient's readmission in december was separate from their admission in september but a continuation in a broader sense as the patient was only discharged when they were ready to be discharged, and the initial infection had not been completely cured.